Event description:
It was reported that the pt had a pump implanted in 2008. The pt experienced tremoring. An x-ray was done (date not specified); surgery was performed 2009, because "the pump was flipped and the catheter kinked." The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.